Event description:
The hospital reported that continuous loading failure defect on the hst iii system (3.8mm) was confirmed during an opcab surgery. Initially, the delivery device was loaded normally in accordance with the instructions for use (IFU), but the seal got caught on the tip of the loader, preventing smooth separation and installation. The seal could not be properly detached and loaded due to getting caught at the tip of the loader. Consequently, a new product was immediately used to attempt loading in the same manner, but this product also failed to install as the seal got caught on the tip of the loader. The on-site medical team determined that both consecutive products had mechanical defects. To prevent surgical delays, they discontinued the use of the heartstring product and immediately switched to an aortic occlusion method using a side clamp to proceed with coronary artery bypass grafting (CABG). The surgery was successfully completed without any issues, and the patient's condition was confirmed to be stable and free of complications.

Manufacturer narrative:
Tw (B)(4)event site address exceeds character limitations: ((B)(6).the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.